Manufacturer narrative:
Correction to block g4: bsc aware date field to march 23, 2020 and not march 24, 2020. Additional information - blocks b5, d6 (implant date), e1 (additional physician and phone number below) and h6 (patient codes). Block b3: the event date was approximated to (B)(6), 2017, as the patient was diagnosed with erosion of the tvt sling through the front of vaginal mucosa in 2017 and no specific event date was provided. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this was reported by dr. (B)(6) who performed vaginal mucosa closure on (B)(6) 2019 at (B)(6) performed vaginal mucosa re-closure on (B)(6), 2020. The patient was implanted with the mesh at (B)(6) block g3: danish medicines agency (dkma) reference number: 2020032548; submitted to dkma (danish medicines agency) by the physician. Block h6: patient codes of 1750, 1888, 1994 and 3191 capture the reportable events of 1x1cm in size of erosion located under the urethra, vaginal bleeding, dyspareunia and surgical closure of the vaginal mucosa over the sling. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt) procedure performed at gynecological department of hospital unit west on (B)(6), 2010. According to the complainant, in 2017, the patient experienced erosion of the tvt sling through the front of the vaginal mucosa. Subsequently, the patient was seen by a physician in 2019 after two years of intermittent symptoms. During the gynecological examination, a 1x1cm in size of erosion located under the urethra was observed. The patient was admitted by her gynecology physician due to pain, vaginal bleeding and symptoms after intercourse. On (B)(6) 2019, the patient underwent closure of the vaginal mucosa after a small resection of the edges. At that operation, diagnostic cystoscopy was also performed. Moreover, there were no signs of perforation of the bladder or the urethra. On (B)(6), 2020, the patient underwent re-closure of the vaginal mucosa. The surgical treatments were both performed at aarhus universitetshospital. Reportedly, the patient will have an appointment for control in (B)(6).

Manufacturer narrative:
The event date was approximated to (B)(6) 2017, as the patient was diagnosed with erosion of the tvt sling through the front of vaginal mucosa in 2017 and no specific event date was provided. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The patient was implanted with the mesh at gynecological department of hospital unit west and was treated at (B)(6). (B)(6) reference number: (B)(4); submitted to (B)(6) by the physician. (B)(4). The complainant device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted during a tension-free vaginal tape (tvt) procedure performed at gynecological department of hospital unit west on an unknown date. According to the complaintant, in 2017, the patient experienced erosion of the tvt sling through the front of the vaginal mucosa. Reportedly, the patient was treated with surgical closure of vaginal mucosa over the sling at (B)(6). Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.